Manufacturer narrative:
Film evaluation summary: the reported endoleaks seen immediately after implant were confirmed; however the cause of the events and source of the endoleaks could not be fully determined. Lack of pre-implant CT's did not allow for a thorough assessment of the pre-implant anatomy. Post-implant CT's , which could have also allowed for a more thorough assessment of the stent graft in vivo configuration were not available. There appeared to have been different sources of endoleaks within the stent graft. A likely type ib endoleak was observed after implantation of the contralateral limb which was resolved after extending the marginal seal further distally with another stent graft limb. The type ia endoleak was likely confirmed and appeared to have been resolved after ballooning as there was no obvious proximal endoleak noted in the follow up images one week post index procedure. It is possible that anatomical factors such as angulated n eck and the lower position of the stent graft margin in relation to the renal arteries may have been contributory factor to the occurrence of this proximal endoleak.the endoleak cause and source of the endoleak observed further distally within the stent graft could not be fully determined, but appeared to originate from near the flow divider. While an acute type iiib fabric endoleak cannot be fully ruled out and this type of endoleak is less likely to occur during the index procedure, fabric wear due to external abrasion from adjacent stent(s) abrading the bifurcate near the level of the flow divider is a potential root cause. Equally, a type IV endoleak cannot also be ruled out. This endoleak could have been a type IV endoleak due to graft porosity. The angulation noted within the straight portion of the stent graft may have increased fabric porosity leading to a type IV endoleak. The contra limb in the bifurcate gate is significantly lower in porosity due to the double layer of graft material, so the contrast is likely to take the path of least resistance in exiting near the flow divider and resulting in a type IV endoleak. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac could have also contributed to a type IV endoleak. . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received ; the physician believes the type iiib endoleak was due to a failure of the stent graft material. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 77mm aaa.  It was reported during the procedure, after the stent grafts were implanted, a type ia endoleak was noted , ballooning was performed and the type ia endoleak resolved.  A type iii endoleak was then noted on the endurant limb etlw1613c199ee. The graft had a apparent perforation.  A endurant limb etlw1613c156e was implanted then but the endoleak did not resolve. The aneurysm was not excluded.  Another procedure was performed a week later , a non mdt aui stent graft was implanted along with a another endurant limb 1624c124ee , a non mdt plug and coils in the right iliac artery. The leak resolved the procedure went without incident and there was satisfactory aneurysm exclusion no cause was reported.  No additional clinical sequalae were provided and the patient is fine.